Manufacturer narrative:
Sections with additional information as of 02-dec-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 194, 257 and 165mg/dl. The customer¿s expected fasting blood glucose test result is 130mg/dl. The customer was not using the proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 153mg/dl using true metrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is one week ago. The meter memory was reviewed for previous test result history: result 1: 194 mg/dl, date: (B)(6) 2021, time: 12:30 pm fasting. Result 2: 257 mg/dl, date: (B)(6) 2021, time: 4:33 pm fasting. Result 3: 165 mg/dl, date: (B)(6) 2021, time: 10:00 am non- fasting. Result 4: n/a. Result 5: n/a.